Event description:
The customer reported an error E226 during an unspecified Therapeutic procedure involving an Olympus Autoclavable Camera Head. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
E1 Initial Reporter Establishment Name: (b)(6) Hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.